Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an infection on (B)(6) 2024. The patient started a 21-day medication cycle with one manual exchange to daily cycler treatment on (B)(6) 2024. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every seven days, and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for chryseobacterium (flavobacterium) indologenes on (B)(6) 2024, and the patient¿s antibiotics were continued. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. The pdrn attributed causality to a touch contamination event, as it was discovered the patient was not washing his hands prior to initiation and termination of treatment. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. The patient admitted he had not been disinfecting his hands prior to initiation or termination of treatment. Chryseobacterium species is an environmental bacterium found in aqueous habitats, including soil, food, and water sources. Additionally, those patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an infection on (B)(6) 2024 . The patient started a 21-day medication cycle with one manual exchange to daily cycler treatment on (B)(6) 2024 . During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every seven days, and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for chryseobacterium (flavobacterium) indologenes on (B)(6) 2024 , and the patient¿s antibiotics were continued. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. The pdrn attributed causality to a touch contamination event, as it was discovered the patient was not washing his hands prior to initiation and termination of treatment. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.